Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with partial white display due to cracked lcd glass. Unable to perform displacement test, sleep current measurement, active current measurement and self-test.

Event description:
It was reported that screen was cracked. Blood glucose was unknown. Troubleshooting was performed. The insulin pump will be returned for analysis.